Event description:
This event involved a patient 17 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The products were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries and controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries and controller met all requirements for release. The returned controller ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that one ((B)(4)) of the five returned batteries contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.